Event description:
(B)(4). On date (B)(6) 2012, the patient was subjected to an intervention of stabilization, arthrodesis and correction of spinal column. During this intervention the patient received 3 screws at left side and 3 screws at the right side. After (B)(6) 2012, the patient accused high pain and difficulty in deambulation. On (B)(6) 2012 ((B)(6) 2012) the patient was subjected to x-ray exams: the x rays showed the rupture of the right intra-cancellous screw.

Manufacturer narrative:
The unknown expedium screw [product code and lot number is unknown] was not returned to the complaints handling unit (chu) for evaluation. A review of the device history record (DHR) for the unknown expedium screw could not be performed as no lot number was provided. Since this screw was not returned, the lot number could not be taken directly from the sample. Without the lot number, no review of the screw¿s manufacturing records could be completed. A 12-month review of the complaint trend analysis for the unknown expedium screw could not be performed as no product code could be provided. The expedium screws feature several different lengths and diameter geometries. As such, a precise 12-month review cannot be performed as no specific product code or family could be identified. If additional information is provided at a later date, a full trend analysis will be performed. In this complaint there was reported harm to the patient in a form of post-operative pain. As such, per the MDR decision tree, changes to the construct integrity including broken, loosened, migrated devices have been known to pose risk for serious injury to the patient including risk for damage to nerve structure or the need for revision surgery. Patient sensation of recurring pain, to the extent that extensive non-surgical intervention may be required without leading to a permanent impairment. Without the returned unknown expedium screw we are unable to confirm the reported issue or identify the root cause. No corrective action/preventive action (CAPA) is necessary at this time as the information provided is insufficient to determine if there is a systemic trend. Therefore, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later date, then it will receive full investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.